Event description:
It was reported that this right ventricular (rv) lead insulation detached from the terminal pin. Despite this, the rv continued to pace and the physician chose to push the lead into the header and leave the pacemaker implanted. The physician confirmed that rv lead diagnostics were stable and within normal limits. The patient was referred for lead extraction. This rv lead remains in service and will not be returned. No adverse patient effects were reported.